Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/12/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Citation: tr. Am. Ophth. Soc., 1970; 68:595-666. C:\users\bdichiar\appdata\local\microsoft\windows\temporary internet files\content.outlook\shbh5mru\pc-73261-dellaporta 1970 (1).html.

Event description:
It was reported in a journal article that the patient underwent scleral encircling operation on (B)(6) 1963 and suture was used. In this paper, experimental and clinical data on certain types of retinal detachment surgery are presented. The patient with recurrent retinal detachment underwent a successful scleral encircling operation with twisted non absorbable threads. Five months after the surgery, the suture girdle was interrupted by the patient¿s ophthalmologist. Despite this, 7 months after the surgery, the left eye showed ophthalmoscopically progressive erosion of the suture thread through the choroid. An attempt to remove the suture was unsuccessful and caused intraocular hemorrhage. The last follow-up examination the following month showed a total retinal detachment.